Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed an itchy skin irritation and sores underneath the rear therapy electrodes. The patient's cardiologist prescribed a silver sulfatiazine cream. On (B)(6) 2015, the patient reported that the rash was improving. The patient continued to use the lifevest.